Event description:
Medtronic received information regarding an imaging system being used for a catheter placement procedure. It was reported that during a deep brain stimulation (dbs) case with surgeon, while attempting to spin to localize the frame, the fiducials were allegedly inaccurate after the spin. Clinical service reported that the dbs representative confirmed everything looked good on the leksell frame. Clinical service reported that imaging system was removed from the case and another imaging system was brought in. Clinical service reported that another spin was performed, and they were able to successfully proceed with accurate fiducials. Clinical service reported that this caused a 10-minute delay, and after the case they confirmed that the settings on the old imaging system and the replacement imaging system were the same. It occurred intra operatively and there was less than an hour delay to the case. Patient was present at time of event. Additional information indicates that a reboot and rad/gain calibrations were performed, and the system is functioning as intended. The field service engineer also reported that he reviewed the system logs, which showed no issues.

Manufacturer narrative:
H3, h6: no parts have been received by the manufacturer for evaluation. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: m021083c001. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information updated in b5. H3, h6: a software analysis was initiated. However, not a software issue. Complaint data analysis found the event was due to a hardware issue. Software functioning as designed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received, there was no impact to the patient outcome and inaccuracy was 1-2mm.